Event description:
It was reported to boston scientific that a guidewire was crossed to the bile duct and was tried to advance through the lesion, but the guidewire failed to come out from the stonetome stone removal device guidewire exit port. The procedure was successfully completed with another of the same device.

Manufacturer narrative:
A device history record review was performed and revealed no related issues to this complaint. A lot history search was performed and found no other complaints against the lot. Investigation of the returned device noted residue was present on the device indicating use. A visual eval found that the working length was kinked at the green band near the proximal pierce hole. Since the product is 100% inspected during manufacturing, the kink is likely due to the customer usage/handling. From the product analysis, it was found that a 0.035" guidewire could not be inserted proximally through the guidewire port luer. The 0.035" guidewire could be inserted distally through the distal tip of the device and advanced through the working length, but does not exit out of the guidewire port luer near the handle. A functional eval found that the device would bow past 90 degrees which meets the bowing specification of 90 degree minimum. Customer complaint that the guidewire failed to retract out from the guidewire exit port is confirmed. The root cause for this complaint is being classified as manufacturing since an incorrect luer was assembled to the guidewire port of the device.